Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified associated cartridge and handpiece with a non qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. Information was provided that the lens had rotated 30 degrees one day post op. Surgeon decided to wait 3 weeks before rotating the lens, but by then the lens was very fibrous and would not rotate. Vivity company model(3.00cylinder), 17.5 diopter, (1.5 extended depth of focus) lens was exchanged for an unspecified monofocal lens model. The product has not been received to evaluate. No further information was provided. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported following an intraocular lens (iol) implant procedure, the next day during the review surgeon observed that iol broke 25 degrees, so surgeon decided to explant it and implant an another lens. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that the lens remained in the programmed location and the next day it already had a 30-degree rotation even though the patient was resting as indicated and upon leaving surgery we left him in the supine position for an hour. We decided to wait for it to subside before rotating it and after 3 weeks the lens was already very fibrous and did not rotate. Surgeon had to cut it and implant an monofocal lens in its place.

Manufacturer narrative:
Additional information provided in b.3., b.5., d.4., d6a., d6b., h.3., h.6., and h.11. The manufacturer internal reference number is: (B)(4).